Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one patient. The following results were provided: (B)(6) 2025, (B)(6) initial result 2.98 mmol/l, rerun on 0.87 and 0.86 mmol/l. Magnesium reference range - 0.7-1.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Abbott service inspected the alinity c processing module (B)(6) and performed troubleshooting. The nozzle c4 #1, #4, #5 (rohs) was replaced, resolving the issue. The module function was verified with a control run. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tickets identified no contributing factors to this complaint. A trend review found no elevated complaint activity for the alinity c processing module and nozzle c4 #1, #4, #5 (rohs). A review of historical data with this complaint revealed no systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module and nozzle c4 #1, #4, #5 (rohs).

Event description:
The customer observed falsely elevated alinity c magnesium results generated on the alinity c processing module for one patient. The following results were provided: 02jun2025. (B)(6). Initial result 2.98 mmol/l, rerun on 0.87 and 0.86 mmol/l. Magnesium reference range - 0.7-1.0 mmol/l. No impact to patient management was reported.